Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received an epidural, and was told that her blood glucose levels may rise. The customer's blood glucose reading was 581 mg/dl at the time of the call, and she had not treated. The caller was asking for advice on how to treat. Advised that we could not tell her how to treat, and told her she should call her doctor. The caller at that point stated she would be calling 911 for assistance. A hospital nurse called to next day for assistance with the insulin pump settings because the customer was hospitalized. Advised the nurse that we do not have the customer's insulin pump settings, and directed her to the hcp. Nothing further was reported.